Event description:
The report is from the study. The pt was a male, with a history of clinical copd, CABG, and aortic valve replacement. The target lesion was the left proximal internal carotid artery. Pre-procedure stenosis was 86%. Lesion length was 17.5 mm and diameter was 3mm. The lesion was concentric with severe calcification and moderate tortuosity. A precise rx 7 x 40 was deployed at the target lesion. An angioguard rx size 5 basket, was successfully deployed and retrieved during the procedure. Post stent deployment, the pt had a sudden onset tia with dysarthria. The pt recovered fully in less than 24 hrs. The pt was discharged two days post-procedure (2009).

Manufacturer narrative:
This is one of two products involved with the reported event. The associated MFR report # is 1016427-2009-00135. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Additional info will be submitted within 30 days of receipt.